Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade iii.

Event description:
Patient representative reported "device migrated, rotated and had a deformation and left side capsular contracture, baker grade iii was diagnosed, numbness sensation in the left arm, severe pain, arrhythmia (non-device related), and breast implant illness (bii). Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the photographs identified: capsular contracture : unable to observe since it is a medical event and is not related to the device. Migration : unable to observe since it is a medical event and is not related to the device. Cardiac-complication -ndr : not applicable as the event is not related to the device. Other-medical-ndr : not applicable as the event is not related to the device. Sensation increase/decrease : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient representative reported "device migrated, rotated and had a deformation and left side capsular contracture, baker grade iii was diagnosed, numbness sensation in the left arm, severe pain, arrhythmia (non-device related), and breast implant illness (bii). Device has been explanted.